Event description:
It was reported that a pediatric user experienced hypoglycemia after an accidental second meal announcement on the ilet, with the caregiver pausing insulin delivery and administering oral carbohydrates. Symptoms included low blood glucose without loss of consciousness or other acute neurological symptoms. Outcomes included temporary interference with daily activities requiring caregiver assistance and recovery to a measured glucose of 107 mg/dl after treatment. Investigation included user interview and troubleshooting with education on correct meal announcement use. Investigation of this case revealed user error related to duplicate meal announcement and appropriate device low-glucose alerts. It was concluded that the device functioned as designed and that the event was attributable to use error with appropriate correction through education. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.